Event description:
A microknife rx sphincterotome was used during endoscopic retrograde cholangiopancreatography (ercp). It was reported that the needle wouldn't deploy from the device during sphincterotomy. The pt's condition was reported to be fine.

Manufacturer narrative:
A device history record review of lot was performed and revealed no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot. Product analysis could not be performed due to the device not being returned. Customer complaint could not be confirmed since the device was not returned for product analysis. There is not enough info from similar complaint investigations or in the event description to provide a most probable root cause. The cause of the event is undetermined.